Event description:
During a post-operative check up for a patient treated for myelopathy; an x-ray revealed that the ti vectra-t plate inserted at c3-c6 for an anterior cervical disectomy was coming apart. The carriage plate, which sits on top of the base plate, is not completely attached to the base plate. One side of the carriage plate has detached from the base plate. The patient will be scheduled for surgery for removal and replacement of the plate.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been received. Synthes is unable to determine the manufacturer date without a lot number.